Event description:
It was reported that patient suffered from more than 10 infections and presented pain.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file, instructions for use document and sterilization review could not be performed due to no product information was provided. Our clinical/medical team noted: this complaint was picked up from, social media. The patient stated that he has a smith & nephew hip and that he has suffered ¿10 infections¿. The man was contacted several times. No clinical/medical supporting material was provided. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.